Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin at home transmission sent manually due to patient's concern over a violent cough. Upon review of transmission, the patient's right ventricular(rv) lead exhibited high impedance. During an in-clinic visit, the rv lead still exhibited high and inconsistent impedance. Interrogation results could not replicate results of initial transmission. The physician mentioned that externalized conductors of the rv lead were noticed on (B)(6) 2018 during dft testing performed during generator replacement procedure. All measurements post unrelated procedure were satisfactory. The lead was capped and replaced on (B)(6) 2019. The patient was stable.